Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's implantable pulse generator (ipg) was replaced because the patient could no longer connect to the generator with the patient controller (pc). Reportedly, the patient underwent an unrelated surgery a few weeks ago and did not set the scs system to surgery mode. The abbott representative met with the patient, but was also unable to connect with the clinician programmer (cp). Effective stimulation therapy was reportedly established postoperatively.